Event description:
The customer reported to olympus that the colonovideoscope experienced the e315 error (incompatible scope), suspected plug unit was soaked in liquid. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the image guide protector was damaged, and due to damage on the charged coupled device unit, the image was not displayed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. Corrected field: b5. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that fluid invasion into the scope connector caused a short circuit of the electrical contacts in the plug unit, leading to the error code e315. This fluid invasion could be occurred through the venting connector during a leakage test, possibly due to an error. Despite attempts, olympus could not reproduce the suggested event, because any water that had invaded the connector had dried. Therefore, olympus concluded that a malfunction of the charged couple device-unit is not the cause of the event. Additionally, the device did not leak. It is possible that the user mistakenly allowed water to invade from the venting connector during a leakage test. The sales business center replaced the plug unit damaged on the connector as preventive repair. The event can be prevented by following the instructions for use which state: chapter 3 preparation and inspection. This section describes the equipment to be prepared before using the product and how to inspect it. 3.1 preparation and inspection flow. This section describes the workflow described in this chapter. Before using the product, be sure to perform the preparations and inspections shown below. Also, inspect the related equipment used in combination with this product in accordance with their electronic attachments and instruction manuals. If any abnormality is suspected upon inspection, take action according to "chapter 5. If it is obvious that the endoscope is malfunctioning, do not use it and send it for repair in accordance with "5.4 when to send the endoscope for repair". Warning: using an endoscope suspected of malfunctioning may not only prevent it from functioning properly but may also damage the instrument or injure the patient or surgeon. Chapter 5: when an abnormality occurs. This section describes what to do when an abnormality occurs. 5.1 if an abnormality occurs. If any abnormality is suspected during the inspection according to "chapter 3 preparation and inspection," do not use the instrument, and take measures according to "5.2 identifying and dealing with abnormalities. If the endoscope still does not return to normal, send it in for repair according to "5.4 when to send the endoscope in for repair". If an abnormality occurs while using the endoscope, stop using it immediately and carefully pull it out from the patient according to "5.3 pulling out an abnormal endoscope". Warning. Never use the endoscope if any abnormality is suspected. Not only will it not function properly, but it may also injure the patient's body cavity or the surgeon or damage the instrument. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the patient was not under anesthesia. No delayed reported.